Manufacturer narrative:
Other, other text: the returned device was evaluated. The reported issue of the device powering off by itself was not duplicated in testing. The device was found to have a defective u16 component which causes the device to misinterpret the battery data properly causing the device to transition to a state where ac power is unacknowledged when connected preventing the device from powering on. The reported issue of the device not powering on was duplicated in testing. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device turned off by itself and did not alarm low battery, and won't turn back on. There was no patient impact or consequence reported.